Manufacturer narrative:
An outside of the united states (ous) customer reported observation of out-of-range quality control (qc) and elevated free prostate-specific antigen (fpsa) patient results which were discordant relative to repeat testing. Siemens reviewed the instrument data and information provided by the customer. Although the qc results were elevated, the calibration remained within acceptable limits and was comparable to previous calibration results. According to the atellica im fpsa instructions for use (IFU 10995345_en rev. 04, october 2022), ¿the atellica im fpsa assay is intended to be used in conjunction with the atellica im psa assay in men aged 50 years or older with total psa values between 4 and 10 ng/ml and a digital rectal exam (dre) non-suspicious for cancer to determine the percent free psa value.¿ siemens performed a review of internal qc and medical decision pool data and found that reagent lot 127 showed recovery consistent with other lots. Return of the patient sample for further investigation is not warranted because the discordant results were not reproducible. Based on the available information, the cause of the elevated results could not be determined; however, there is no evidence of a systemic reagent or instrument issue. A product problem was not identified. The customer is operational, and the reported issue was resolved by troubleshooting.

Event description:
The customer reported observation of out-of-range quality control (qc) and elevated free prostate-specific antigen (fpsa) results which were discordant relative to repeat testing when using lot # 127. Initial elevated fpsa results were obtained for seven patient samples in question. The elevated results were reported to the physician(s), who did not question the results. The same samples were retested on an alternate analyzer and obtained lower results. The lower results were considered correct and corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.